Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 488 mg/dl at the time of incident. Customer current blood glucose was 481 mg/dl. Customer stated symptoms related to high blood glucose that were difficulty in breathing, headache weak and tired. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer stated that the insulin pump gave alert for insulin flow block alarm. No further complications were reported. Customer will continue to use the insulin pump.